Event description:
The manufacturer received information alleging a ventilator power up issue occurred. There was no harm or injury reported. On evaluation, the internal plastic screw mount was cracked pushed inside of the unit. Due to the damage the alternating current (ac) cable kit needs to be replaced. However, no repairs were completed because the device was scrapped.